Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed which noted a floating particulate matter (pm) approximately 0.30 inches in length inside the fluid pathway. The reported problem was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was observed inside two (2) exactamix 250 ml eva tpn bags. The foreign matter was discovered in the solution at the dispensing room during patient treatment. When this issue was found, the user replaced the product, and a new product was used to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.